Manufacturer narrative:
Analysis of the lead, model 3877-45, serial/lot number unknown, found lead body conductor broken at anchor site. All conductors were broken 28.8 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0206451633, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the lead fractured. The patient experienced loss of stimulation on the right side of body where he previously had great coverage. The patient has been very complaint. No falls or trauma since the last revision. X-rays were taken and did not show any sign of lead migration. Impedances for contacts 8-15 were all out of range at previous follow-up by hcp. The patient was taken to the or to have the lead/extension tested via the multi lead trialing cable (mltc). The physician was able to determine the lead was not working as all contacts on the lead were out of range. Visual inspection of the damaged lead showed a sharp bend at the anchor site and the lead was most likely fractured. A new lead was placed and the patient had good coverage post op. The issue was resolved at the time of this report. The patient was alive with no injury. It was unknown when this event occurred. It was noted that the patient has two leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.